Event description:
It was reported that the patient had inappropriate shocks after receiving a left ventricular assist device. The patient had three shocks during the procedure due to oversensing of noise. A magnet had been placed over the subcutaneous device during the procedure so the shock electrograms were not stored. This is normal function. The subcutaneous pulse generator sensing vector was set to the secondary vector at the time of the shocks. Technical services advised to reprogram the sensing vector to the alternate vector. This was done successfully. There were no additional adverse patient effects. The system remains implanted.

Event description:
This supplemental report is being filed to provide additional information that the system has been programmed off. There were no additional adverse patient effects. The system remains implanted. It was reported that the patient had inappropriate shocks after receiving a left ventricular assist device. The patient had three shocks during the procedure due to oversensing of noise. A magnet had been placed over the subcutaneous device during the procedure so the shock electrograms were not stored. This is normal function. The subcutaneous pulse generator sensing vector was set to the secondary vector at the time of the shocks. Technical services advised to reprogram the sensing vector to the alternate vector. This was done successfully. There were no additional adverse patient effects. The system remains implanted.